Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. The customer's blood glucose was 168 mg/dl. After removing the obstruction from the speaker holes, the alarm cleared. After 2 hours the altutude alarm recurred customer loaded a new cartridge and the alarm recurred. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.